Event description:
The salute fixation device is intended for fixation of prosthetic material. The disposable cartridge was loaded into the reusable system to conduct the pre-test deployment. The system deployed straight wire instead of forming the "q" construct. The salute was not used in the procedure. A back-up instrument was used to complete the surgery and functioned properly.